Event description:
A patient reported they were unable to receive a reading on their one touch ultra meter due to their meter allegedly not powering on. Patient reported no symptoms. There was no result on their meter as the patient was unable to test. Patient was able to test on a different meter (unknown type/brand) and received a result of 525 mg/dl. No treatment was reported. No further information has been reported.